Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device does not complete boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. Stryker cleared the certificates in the device and resolved the issue. The root cause was determined to be the operator interrupting the software update by opening the lid. The returned device was archived by stryker. The customer received a replacement device.